Event description:
The patient reported that she underwent vns explant, but part of the lead was left implanted. The patient then had brain surgery for epilepsy, which stopped her seizures but has caused paralysis on parts of the left side of her body as well as her foot. She stated that she was referred to an ear, nose, and throat specialist (ent) by her neurologist and the ent stated that a possible cause of the paralysis not improving may be an issue with the vagal nerve. The patient believes if the remainder of the lead (including the electrodes) is removed, the paralysis may improve/resolve. Per the neurologist named by the patient, they do not have record of this patient and they do not know which ent the patient would have seen. No additional relevant information has been received to date. No known further surgical intervention has occurred to date.